Event description:
The pt received her scs system, including a percutaneous lead, on (B)(6) 2011 for right leg pain. It was reported that the pt's stimulation had changed, and she felt stimulation in her ribs. The pt reported falling, and an x-ray showed that her lead had migrated. The physician repositioned the lead on (B)(6) 2011, and effective stimulation was reported postoperative. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.